Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the guide notch on the funnel end of the coude catheter was 90 degrees from the actual curve of the catheter. The patient was able to fully insert the catheter for use; however notes that it was painful during insertion and removal of the catheter. No medical intervention was reported.

Event description:
It was reported that the guide notch on the funnel end of the coude catheter was 90 degrees from the actual curve of the catheter. The patient was able to fully insert the catheter for use; however notes that it was painful during insertion and removal of the catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. A latex intermittent catheter was returned. The catheter was taped to check for tip and curve alignment. The coude indicator was found to be misaligned with the coude tip. The catheter was taped further down to confirm that the misalignment was not due to bend. The curve still appeared to be misaligned. The root cause is "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"visually inspect the product for any imperfections or surface deterioration prior to use". This instruction would help prevent the use of a defective catheter."